Manufacturer narrative:
D4 - lot number: updated. Device analysis: the ekos device was returned to the complaint investigation site (cis). During decontamination, it was noticed that the drug and coolant luers were cracked, and the tubing was occluded with dried blood. When removing the ultrasonic core (usc), resistance was met, and the usc ended up breaking due to excessive force during removal from the infusion catheter (ic). Microscopic visual inspection of ic showed cracking on the drug port and coolant luer. Additionally, the device was tested for leaking, and it was noticed that the device leaked water from the drug port and coolant luer where the cracking was present. The reported event of cracking in the drug and coolant luers was confirmed, and it was also found that the drug and coolant luers both leaked fluid from the cracks.

Event description:
It was reported that both the drug and coolant ports were cracked. An ekosonic endovascular device, 106x50cm was selected for use in the procedure. The ekosonic endovascular device was placed, and the patient was transferred to the intensive care unit to continue therapy. While therapy was being administered, it was observed that the both the drug and coolant ports were cracked. The ekosonic endovascular device was exchanged to complete the procedure. The procedure was completed, and there were no adverse consequences reported for the patient.

Event description:
It was reported that both the drug and coolant ports were cracked. An ekosonic endovascular device, 106x50cm was selected for use in the procedure. The ekosonic endovascular device was placed, and the patient was transferred to the intensive care unit to continue therapy. While therapy was being administered, it was observed that the both the drug and coolant ports were cracked. The ekosonic endovascular device was exchanged to complete the procedure. The procedure was completed, and there were no adverse consequences reported for the patient.